Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon insertion of the distal end of the gauge, the tip fractured when retracting the thumb ring.